Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 539 mg/dl at the time of incident. The customer stated that the blood glucose reached 569 mg/dl. The customer's blood glucose was 179 mg/dl at the time of call. The customer stated that they were given IV drip and manual injection to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that they received battery out limit alarm. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer reported that they received no delivery alarm. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer stated that the insulin pump had blank display. The display returned after troubleshooting. The insulin pump had missing logo. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery alarms noted. No battery out limit alarms or blank display anomalies were noted. The insulin pump had cracked case at the display window corners, cracked display window, minor scratched display window and missing the end cap sticker.